Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-01169. It was reported the device would not power on and the pt was without stimulation. Troubleshooting revealed several invalid electrodes. Reprogramming provided intermittent and limited coverage of some of the pain areas. Surgical intervention was recommended by the physician and may be undertaken at a future date.